Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited loss of capture (loc) up to outputs of 7.5 volts at 1.0 milliseconds. Review of device memory noted 100% lv pacing, however, no capture was obtained during threshold testing and the signal flatlined when trying to run threshold testing. The patient is pacemaker dependent, however, was asymptomatic with the loc. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.